Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the insulin gauge displayed 4 units; however, the customer was able to withdraw 60 units of insulin from the cartridge. There was no reported impact to the customer's blood glucose level. As the reported event occurred in the past, tandem technical support was unable to perform troubleshooting.